Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. .

Event description:
It was reported that the catheter balloon was faulty. The caregiver did not provide the patient's family member any other details.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use."

Event description:
It was reported that the catheter balloon was faulty. The caregiver did not provide the patient's family member any other details.